Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 220 mg/dl at the time of incident. Troubleshooting was done for motor error but no motor errors were found in pump history. Customer's mother also stated that they received low reservoir alarms. Pump was unable to complete the rewind sequence. Customer declined further troubleshooting. No further information was given.